Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other perclose proglide device referenced is being filed under a separate medwatch report.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with two proglide devices using the pre-close technique via a 7f sheath prior to a graft stent iliac interventional procedure. Reportedly, after the suture of the first proglide device was successfully pre-placed, a small hematoma, measuring less than 6 cm, that resulted from arterial bleeding was visible. It is unknown if the hematoma was caused by the proglide device. The suture of the second proglide device successfully pre-placed; however, when the lever was returned to its original position to retract the foot there was difficulty removing the device. When the foot was half way above the skin level it was noted that the foot had not closed completely. The foot was deployed and retracted once more, allowing for successful device retrieval. The graft stent iliac procedure was not completed as a large hematoma and vessel damage were noted. General anesthesia was administered and a surgical procedure was performed to repair the vessel. Hemostasis was achieved via surgical suturing. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the incident information was reviewed; however, there was no reported device malfunction. Visual inspections were performed on the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of hematoma is listed in the perclose proglide instructions for use, as a known adverse event associated with use of suture mediated closure devices. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.